Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
Treatment of a lesion in the superior femoral artery (sfa) with a 2.0mm diamondback peripheral orbital atherectomy device (oad) via contralateral femoral approach was successful. The viperwire was exchanged for a workhorse wire, which was used to gain access in the at. The workhorse wire was then exchanged for the viperwire. A 1.25mm oad was used for further treatment, but became stuck after about 4cm of the lesion was treated. The saline sheath of the oad was used in attempt to free the crown, but the attempt was not successful. Multiple other troubleshooting attempts were unsuccessful in freeing the oad, and the procedure was delayed by more than an hour. The device was removed surgically, and unobstructed flow to the affected area was noted. Additional information was requested but not received.

Event description:
Treatment of a lesion in the superior femoral artery with a 2.0mm diamondback peripheral orbital atherectomy device (oad) via contralateral femoral approach was successful. The viperwire was exchanged for a workhorse wire, which was used to gain access in the anterior tibial artery. The workhorse wire was then exchanged for the viperwire. A 1.25mm oad was used for further treatment, but became stuck in a moderately calcified 20mm long lesion after about 4cm of the lesion was treated. Multiple troubleshooting attempts were unsuccessful in freeing the oad, and the procedure was delayed by more than an hour. The device was removed surgically, but a fragment of the device could not be removed. The patient was well following the procedure. The fragment remains in vivo and is embedded in tissue but is not obstructive.

Manufacturer narrative:
Additional information: the device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).